Event description:
Yellofins stirrup locking mechanism broke during surgical case causing an external rotation to occur to the right hip/leg. Broken device replaced with a working device. Date of use: (B)(6) 2012 for approximately 15 minutes. Reason for use: surgical positioning.